Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was planned to be implanted in a patient for the endovascular treatment of an abdominal aortic ulcer. It was reported that during the procedure the stent graft could not be opened as per normal operation. A number of attempts were made but the stent graft would still not deploy so it was decided to remove the device from the patient and a 30 x 30 x 200 stent graft was used instead to successfully treat the ulcer. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Photo evaluation summary; one photo and an eleven (11) second video were received for review. The video shows the external slider being rotated however the graft cover is not retracting. The graft cover appears to be damaged at the end of the graft and the stent stop. If information is provided in the future, a supplemental report will be issued.